Manufacturer narrative:
The device log file provided basis for the investigation. It could be confirmed that the device rebooted on (B)(6) 2017 at 20:58. The logged entries indicate that the internal device software detected false-positively that the airway pressure has been excessively above the set alarm limit paw-high for too long, even though the excessive airway pressure has already been reduced by the safety valves. This software error resulted in the reported reboot in order to reduce potential high airway pressure. In this case the emergency-breathing valve is open allowing spontaneous breathing and the device generates an audible alarm. After a successful reboot, the device continues ventilating the patient with the previous settings.

Event description:
It was reported that on (B)(6) 2017 at around 21:00 the system suddenly displayed error code 02.12.001, shut down and rebooted during use. No injury has been reported.